Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.